Manufacturer narrative:
Investigation completed on 12feb2018. The products have not been returned to date from these reports, no failure analysis could be performed and no root cause could be established. A potential failure mode observed in previous complaints includes improper alignment of the device relative to the slot in the cannula; however, without return of the device for failure analysis, no determination can be made on the root cause of the reported event. Linked to mfg. Report number: 1651501-2018-00013 and 1651501-2018-00014.

Event description:
1 of 3 report. It was reported that during the removal of the endoscopic gastroc release (egr) system blade, the product failed to retract into the closed position. Subsequently, the blade cut the tissue of the patient approximately three millimeters. No further patient complications and delay on the procedure were reported. Additional information has been requested.

Manufacturer narrative:
Additional information received on february 28, 2018. The integra egr system was attached to the scope was inserted. The blade was engaged and the gastrocnemius aponeurosis was incised. Muscle belly was immediately visualized. There was good correction of the contracture with the patient able to get about three of dorsiflexion with the knee extended. The switch on the egr system was then used to disengage the blade. The scope and blade system was then withdrawn. Apparently the blade did not disengage despite the switch being in the proper position, and the withdrawal of the device caused a small 3 mm skin tear in the anterior portion of the incision. The wound was then irrigated with saline. Skin was then closed using 4-0 monocryl. The small tear was closed with 5-0 monocryl, dressing was applied. Tourniquet was let down and a prompt hyperemic response was noted to the foot. Patient was in transferred from the operating room to the recovery room in stable condition. Patient info: age (B)(6) gender: female. Preoperative and post operative diagnosis: ankle contracture, left; non-union first metatarsal, left. Procedures: endoscopic gastrocnemius recession, left leg; application of total contact cast, left leg.